Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead reported hearing beeping tones. The patient was seen for a device check where it was determined that the device had recorded a high, out of range shock impedance measurement. The patient will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.